Event description:
A physician had a pt on the table that wa to have a transjugular liver biopsy. First, he did a paracentesis (drain the ascites). Then, the physician used the labs 100 for the biopsy and the biopsy gun from the kit would not track. He tried twice. He was unable to get the biopsy at all. The physician is now going to have to do a transhepatic liver biopsy to obtain the specimen for pathology needed. The pt then had to have another paracentesis done to remove even more ascites because of the need to switch to the transhepatic. They are now getting ready to do the transhepatic liver biopsy. The pt on the table has incurred 2 extra procedures because of the transjugular kit malfunction. He said complications can come from shifting the pt from transjug to transhepatic when device doesn't work or liver injury in trying to make old device work.

Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. Quality control (qc) verifies distal tip of needle is smooth with no excessive sharpness, burns or foreign matter and is correctly ground and visually examines and feels devices, verifies inside diameter of cannula is open and free of foreign matter. Qc also confirms beveled edge does not shave outer layer when tubing is withdrawn. If shavings are present, product must be rejected. All inspection steps are performed 100%, unless otherwise specified. The following is an email from engineer - interventional radiology. (Company confidential). I am not completely sure what the physician means by "the biopsy gun from the kit would not track". My best guess is that he was unable to advance the stiffening cannula into an appropriate hepatic vein. The stiffening cannula goes in first, over a guide wire, and once it is in place the biopsy needle is advanced within the cannula. If this is the case, there are many reasons for the user's difficulty. Pt anatomy is highly variable, as is technique. But I don't see how this is a "kit malfunction." If on the other hand, he actually had a problem getting the biopsy needle into position once the cannula was in place, I would consider malfunction a possibility. A third possible interpretation is that he achieved placing both the cannula and the needle, but failed to acquire a tissue sample. Issue 1: unable to get cannula into hepatic vein. Physicians have many difficulties using the trans-jugular approach to access the liver, due to variations in number, size position and angle of hepatic veins. Pts with ascites, liver transplants, small anatomy or cirrhosis often present even more difficult anatomies due to shifted position of the liver. Some doctors will modify the bend on the tip of the cannula to assist tracking into difficulty anatomy (published literature, though cook does not describe this technique in our IFU), or will access the left jugular rather than right jugular to assist in acute hepatic vein access. Despite these difficulties, having the transjugular approach as an option to percutaneous biopsy is supported in literature ((B)(4)). Issue 2: unable to get biopsy needle into position. I'd need to know more if this is the case. Potentially, if the physician did modify the cannula curve (see above), this could result in a tight curve or kinked cannula that the needle was unable to pass through. If the physician was unable to get the needle through the cannula, and doesn't believe he modified the cannula, then we should try to get more regarding the product. Issue 3: device in place but no sample obtained. Some users have noted the labs-200 device (19 gauge) often achieves equal or better samples than the labs-100 (18 gauge). This is a little counter-intuitive as you would expect the larger 18 gauge to take a larger sample. Also, it is very standard to take at least 3 passes (the doctor mentioned 2 attempts). (B)(4). Cook inc. Has several people dedicated to improving and developing new transjugular devices, but we have no FDA approved devices which have demonstrated superior performance to the labs line. Cook does sell a transjugular liver aspiration biopsy device which may present another option. Cook's interventional radiology product manager would be the best person to discuss what devices we have on the market. (B)(4). (B)(6) has a position paper published in 2009 that offers a lot of info regarding the options for liver biopsy that discusses the problems of each approach and offers a great list of references as well. (B)(6). Root cause is inconclusive. We will continue to monitor for similar complaints. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.